Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 428 mg/dl. The customer stated that the high blood glucose levels were due to the reservoir having gone empty overnight. She treated with 7 units of insulin with a manual injection and advised that she felt okay. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.